Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the right ventricular (rv) lead was removed from the packaging, there were some spots on the rv coil that looked like glue. The lead was wiped with dry and wet cloths but the material was not removed. The lead was implanted and tested fine. The lead remains in use. No patient complications have been reported as a result of this event.